Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I could see it move too') and seizure ('sezures') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), migraine ("migraines"), night sweats ("night sweats"), paraesthesia ("tingling in hands and feet"), hypoaesthesia ("numbness in hands and feet"), weakness generalised ("body weakness"), head discomfort ("pressure in head"), ear pain ("ear pain"), vision blurred ("blurred vision"), back pain ("lower back pain"), arthralgia ("hip and joint pain"), pelvic pain ("pelvic pain "), chest pain ("chest pain"), feeling abnormal ("cloudy brain"), memory impairment ("forgetfulness"), confusional state ("confusion"), abdominal pain ("cramping"), depression ("depression"), discharge ("discharge"), neck pain ("neck pain"), loss of energy ("loss of energy"), anxiety ("anxiety"), panic attack ("panic attacks"), hot flush ("heat flashes"), bladder disorder ("bladder symptoms"), gastrointestinal disorder ("bowel issues"), shock ("brain shocks"), contusion ("bruises"), breast pain ("breast pain"), dizziness ("dizziness"), alopecia ("hair loss"), palpitations ("heart palpatations"), insomnia ("insomnia"), menstruation irregular ("irregular periods"), vulvovaginal pruritus ("vaginal itching"), mood swings ("mood swings"), ovulation pain ("painful ovulation"), tinnitus ("ringing in ears") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device dislocation, seizure, migraine, night sweats, paraesthesia, hypoaesthesia, weakness generalised, head discomfort, ear pain, vision blurred, back pain, arthralgia, pelvic pain, weight decreased, chest pain, feeling abnormal, memory impairment, confusional state, abdominal pain, depression, discharge, neck pain, loss of energy, anxiety, panic attack, hot flush, bladder disorder, gastrointestinal disorder, shock, contusion, breast pain, dizziness, alopecia, palpitations, insomnia, menstruation irregular, vulvovaginal pruritus, mood swings, ovulation pain, tinnitus and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, breast pain, chest pain, confusional state, contusion, depression, device dislocation, discharge, dizziness, ear pain, feeling abnormal, gastrointestinal disorder, head discomfort, hot flush, hypoaesthesia, insomnia, memory impairment, menstruation irregular, migraine, mood swings, nausea, neck pain, night sweats, ovulation pain, palpitations, panic attack, paraesthesia, pelvic pain, seizure, shock, tinnitus, vision blurred, vulvovaginal pruritus, weakness generalised, weight decreased and loss of energy to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new events seizures, migraines, night sweats, tingling and numbness in hands and feet, body weakness, preasure in head, ear pain, blurred vision, lower back pain, hip & joint pain, pelvic pain, weight loss, weight loss, chest pain, cloudy brain & forgetfulness, confusion, cramping, depression, discharge, neck pain, loss of energy, anxiety, panic attacks, heat flashes, bladder symptoms, bowel issues, brain shocks ,bruises: breast pain, dizziness, hair loss, heart palpatations, insomnia, irregular periods, vaginal itching, mood swings, painful ovulation, ringing in ears, nausea were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I could see it move too') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I could see it move too') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : device dislocation no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.